Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
During training by a zoll medical sales representative, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. Review of the device activity logs does show evidence that confirms that the device was powered off due to user button press. Nothing was found to indicate a device malfunction occurred in logs. Therefore, this claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.